Event description:
It was reported during a lead revision on (B)(6) 2021 (1627487-2021-02286) a portion of the lead was left in place because the physician could not remove it.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.